Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a low heart rate and there was no pacing with the right ventricular (rv) lead. Upon interrogation, the rv lead exhibited high impedance and a lead fracture was verified by visual inspection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.